Event description:
Because of palpitations and discomfort, an unscheduled f/u was performed on (B)(6) 2013 and a surface ECG was planned. When f/u data were later reviewed with a company rep, atrial oversensing and high atrial lead impedance were observed since (B)(6) 2013. A new pacemaker f/u was performed on (B)(6) and the pacemaker was reprogrammed in ventricular single chamber mode (vvir). Preliminary analysis of provided data confirmed oversensing and high lead impedance, which are typical from a lead issue.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.